Manufacturer narrative:
Patient (B)(4) (no consequences or impact to patient). Device (B)(4) (high test result). Evaluation of the issue revealed that the conjugate component of the architect ca19-9 affected reagent lots contributed to elevated ca19-9 patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9 reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.

Event description:
The customer stated that one patient sample generated falsely elevated results for the architect ca19-9xr assay (119.0 u/ml and 101.3 u/ml) using lot 08852m500. The results went down to 56.8 u/ml when another lot was used. No impact to patient management was reported.